Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that three days following implant of this annuloplasty ring, this patient suffered a stroke and was hospitalized. This resulted in permanent neurological impairment and aphasia. Anticoagulant therapy was prescribed. The patient was discharged 15 days post implant and no further actions were taken. No other adverse patient effects were reported.